Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on (B)(6)2017. A patient's ipg became inoperable was reported to abbott. The ipg was not set to surgery mode while the patient underwent an unrelated surgical procedure. Troubleshooting attempt was unsuccessful. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Section h10: further information was received indicating this event is no longer part of fsca 1627487/06/02/2017/001-c. Section h7 - remedial action removed and other remedial action removed. A patient's ipg became inoperable was reported to abbott. The ipg was not set to surgery mode while the patient underwent an unrelated surgical procedure. Troubleshooting attempt was unsuccessful. In an update it was reported battery replacement took place on (B)(6) 2024 and therapy has been restored. There were no complications. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicated that surgical intervention was undertaken wherein the ipg was explanted and replaced. Therapy restored.

Manufacturer narrative:
Date of event is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. During processing of this incident, attempts were made to obtain complete patient information (weight); however, no further information was received.

Event description:
It was reported the patient had an unrelated procedure where the device was placed into surgery mode. Subsequently, the ipg could not communicate with external device and programmer displayed the error message "the generator is not responding." Troubleshooting was attempted by the company representatives to no avail. Surgical intervention may take place at a later date to address this issue.